Manufacturer narrative:
The investigation is ongoing. The manufacturer has initiated a follow up to receive more information about the incident. A follow up report will be submitted upon availability of new information.

Event description:
The device was in use for 59 days. The device was removed from the patient's ear during a scheduled removal appointment. After the removal, the ent observed infection in the patient's ear. The patient was prescribed antibiotics to treat the ear.

Manufacturer narrative:
The hcp reported that the patient visited ent and saw the hcp a day after, and got a new lyric device inserted. The hcp did not answer to additional questions, but this response indicates that the patient's ear must have qualified for lyric insertion. The device is not available for the analysis. The risk of accumulation of moisture in the ear due to device's design and sealed fit in the ear has been already considered in the accompanying risk file. The IFU contains information about common side effects such as e.g. Ear pain, moisture and blisters, as well as, information on contraindications and referral criteria. This is the final report.